Event description:
It was reported that during a central venous stenosis procedure, a balloon rupture occurred. This is a case of in-stent restenosis; manufacturer of stent is unknown. The 70% stenotic lesion was located in the non-tortuous and mildly calcified central venous artery. The physician advanced the synergy balloon catheter to the lesion and on the first inflation, inflated the balloon for four seconds and the balloon ruptured. A piece of the balloon material detached inside the patient. The physician used a non-bsc snare to remove the balloon material. It took hours to snare it. The pt experienced no symptoms or complications. The procedure was ended after the balloon material was removed. Pt status is reported as "fine."

Manufacturer narrative:
.